Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
"From literature ""non fracture stem vs fracture stem of reverse total shoulder arthroplasty in complex proximal humeral fracture of asian elderly"" jae-jung jeog et al., 2019, archives of orthopaedic and trauma surgery. Complications were reported: heterotopic ossification occurred in 5 patients, and tuberosity failure in 10 patients."